Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "problems with irrigation" (inability to irrigate). The customer reported problems with irrigation during a case. The staff reloaded the cassette and changed the tubing to complete the case. Additional information received from the biomedical engineer stated, the surgeon wasn't advancing the footswitch to position 3. The company sales representative was on site and inserviced the surgeon and staff on proper set up and footswitch positions for each function.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unknown at this time. (B)(4). This report was mailed to FDA on: (B)(4) 2010. (B)(4).